Manufacturer narrative:
It was not possible to prime during prime rewind alarm test. A motor error alarm occurred during occlusion test, due to loose or protruded drive support disk.a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, ca racked reservoir window and a cracked case near display window corners were noted during visual inspection.(B)(4)

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during priming. The customer's blood glucose was 153 mg/dl. The insulin pump was reportedly not exposed to a strong magnetic field. It was stated that the drive support cap did not appear to be damaged. Nothing further was reported.